Event description:
Customer reportedly received the following results on the aviva expert system: 53 mg/dl at 9:17 am, 495 mg/dl at 9:27 am, 84 mg/dl at 9:28 am, 288 mg/dl at 9:37 am, 107 mg/dl at 9:37 am. The customer did not provide the lot number of the test strips. No adverse event reported. Return of the suspect device was requested for evaluation.